Manufacturer narrative:
There are 2 possible batches 101024pb or 040624pb, but it is not sure. These are the batches available in the room at the date of this event, but this feeding tube was inserted 19 days ago. On the photo of the removed feeding tube that was forwarded to us, we can see swelling of the tube, which is characteristic of an overpressure. A blocked or partially blocked tube is probably the cause. The photo does not show the entire probe, so we cannot confirm that it is broken. The x-ray image does not appear to show it broken into two pieces. Based on our interpretation, we do not see any esophageal perforation with this probe. A review of the files for the two possible batches shows that no anomalies were detected. These tubes have a closed, rounded distal end with a first marking at 5 cm and then centimeter markings from 5 to 35 cm. The distal end of these tubes is 100% inspected. From our historical analysis of similar serious incidents involving these nutrisafe2 pur feeding tubes (codes 136x.xx2) over the last three years shows that only one case of suspected esophageal perforation was reported to us in 2024 in finland during the use of a 1362.062 catheter on a premature baby with a digestive abnormality. The tube was not available, and the case was not attributable to our medical device. Based on this initial analysis, this incident does not appear to be linked to a quality defect of this feeding tube. The involved sample has been kept. We are waiting for it for investigation.

Event description:
Preterm of 27 weeks, weight 1450 gr, age at the date of the event : 1 month. Feeding tube and CPAP were inserted. Occlusion on the feeding pump: manual rinsing with water because calcium had been administered through this tube. Increase of the occlusion limit by colleague from 500 mmhg to 800 mmhg. New occlusion alarm. Feeding stopped, tube position checked (external feeding tube marker ok), milk disconnected, then manual rinsing with water. Slight resistance, but no pressure exerted on the piston (breast milk, therefore possibility of fatty elements). Aspiration with the same 2 ml syringe: no reflux of what was injected. The tube is still at the correct mark, no sign of obstruction. Milk is restarted on the pump at the same flow rate. The patient begins to become agitated, then desaturates. Dope then increase in fio2, with no improvement. Agitation persists, desaturation still present. Patient placed on his back, feeding stopped. Auscultation normal, abdomen unchanged from the morning. Early signs of mottling, agitation still present. First x-ray: unusual image, with unexplained effusion, and doubt about the position of the tube (appears to have broken in two). Second x-ray, with electrodes removed, patient in a better position: same findings, still uncertain. At request of the senior physician, manual suction during probe removal (a small amount of air), and deep digestive suction to empty the stomach (unquantifiable milk + gastric fluid). Given the persistence of desaturation despite high fio2: decision to intubate and perform pleural puncture. During the puncture, the radiologist was called back, and surgical advice was sought, as very little fluid was recovered, which did not correspond to the radiological image. Confirmation of esophageal perforation, patient still unstable to date. Risk of infection. The tube is swollen 5 cm from the end and is punctured (x-ray marker interrupted, hence the impression on the x-ray that the tube was in two pieces). From additional request we receive some information: the involved feeding tube had been replaced. Other nutrisafe2 probes had been inserted previously. Numerous x-rays had been taken beforehand (not only to check the position of the probe, but also to see the lungs, etc.), confirming its position. Rinsing is performed with 3 ml syringes (the protocol for administering calcium phosphate via tube mentions the need to rinse the calcium). Rinsing is performed with air using a 5 ml syringe (i.e. Less pressure than with a 3 ml syringe). Another occlusion alarm sounded, followed by another rinse with a 5 ml air syringe. The tube was secured to the patient at two points: at the exit point from the nose/mouth and on the cheek, using protective film directly on the skin and a small pad around the tube. The frequency of checks to ensure the tube is in the correct position depends on the number of meals (some newborns receive 6, 8 or even 12 meals per day; in this situation, 12): less than one hour before.

Event description:
Preterm of 27 weeks, weight 1450 gr, age at the date of the event: 1 month. Feeding tube and CPAP were inserted. Occlusion on the feeding pump: manual rinsing with water because calcium had been administered through this tube. Increase of the occlusion limit by colleague from 500 mmhg to 800 mmhg. New occlusion alarm. Feeding stopped, tube position checked (external feeding tube marker ok), milk disconnected, then manual rinsing with water. Slight resistance, but no pressure exerted on the piston (breast milk, therefore possibility of fatty elements). Aspiration with the same 2 ml syringe: no reflux of what was injected. The tube is still at the correct mark, no sign of obstruction. Milk is restarted on the pump at the same flow rate. The patient begins to become agitated, then desaturates. Dope then increase in fio2, with no improvement. Agitation persists, desaturation still present. Patient placed on his back, feeding stopped. Auscultation normal, abdomen unchanged from the morning. Early signs of mottling, agitation still present. First x-ray: unusual image, with unexplained effusion, and doubt about the position of the tube (appears to have broken in two). Second x-ray, with electrodes removed, patient in a better position: same findings, still uncertain. At request of the senior physician, manual suction during probe removal (a small amount of air), and deep digestive suction to empty the stomach (unquantifiable milk + gastric fluid). Given the persistence of desaturation despite high fio2: decision to intubate and perform pleural puncture. During the puncture, the radiologist was called back, and surgical advice was sought, as very little fluid was recovered, which did not correspond to the radiological image. Confirmation of esophageal perforation, patient still unstable to date. Risk of infection. The tube is swollen 5 cm from the end and is punctured (x-ray marker interrupted, hence the impression on the x-ray that the tube was in two pieces). From additional request we receive some information: the involved feeding tube had been replaced. Other nutrisafe2 probes had been inserted previously. Numerous x-rays had been taken beforehand (not only to check the position of the probe, but also to see the lungs, etc.), confirming its position. Rinsing is performed with 3 ml syringes (the protocol for administering calcium phosphate via tube mentions the need to rinse the calcium). Rinsing is performed with air using a 5 ml syringe (i.e. Less pressure than with a 3 ml syringe). Another occlusion alarm sounded, followed by another rinse with a 5 ml air syringe. The tube was secured to the patient at two points: at the exit point from the nose/mouth and on the cheek, using protective film directly on the skin and a small pad around the tube. The frequency of checks to ensure the tube is in the correct position depends on the number of meals (some newborns receive 6, 8 or even 12 meals per day; in this situation, 12): less than one hour before.

Manufacturer narrative:
We received the involved feeding tube for analysis. The analysis of the nutrisafe enteral feeding tube confirmed a deformation located at the 5 cm marking. This deformation is characterized by swelling, distension, and rupture of the tube. The dimensions of the tube orifices, which enable the administration of enteral nutrition, were verified and found to be in full compliance with the specifications. The visual examination also revealed the presence of nutritional residues along the length of the tube, indicating that the device had not been properly cleaned. The residues identified between the distal tip and the deformed area may have caused an obstruction, subsequently leading to overpressure, swelling, and finally rupture. This is characteristic of overpressure generated within the tube, leading to swelling and ultimately bursting. During the manufacturing process of these tubes, a 100% inspection is performed to ensure integrity, including verification of leak-tightness and absence of obstruction. The review of the two referenced batches confirmed that both were compliant. No complaints have been reported for either of these batches. The instructions for use state under "precautions for use : stricly follow the protocols of your institution to clean the tube between two uses. In case of resistance, do not force the administration of the enteral nutrition formula. Based on the findings, this case is not attributable to the medical device itself but rather to the conditions of use, and more specifically to insufficient cleaning between uses. As a result, no corrective action will be initiated at this time.